Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting decreased impedance measurements, increased threshold measurements, loss of capture and loss of pacing. The lead was found to be dislodged and a revision procedure was performed. The lead was removed from service and replaced without further incident.